Event description:
It was reported that high voltage impedance was observed. The patient was brought to the cath lab for lead replacement. On (B)(6) 2022, upon opening the pocket, it was observed that the lead insulation had worn away exposing a conductor wire close to the pocket. The lead was capped and replaced. The patient was stable.